Event description:
It was reported that a spectrum pump displayed sys error 105 in the emergency department care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was reproduced. Sys error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.